Manufacturer narrative:
The investigation into the delivery issues has been completed. The impella device was returned for review. Visual inspection found no issues on the pump. Based on clinical description and product analysis, the root cause of delivery issue was most likely due to patient condition.

Event description:
The user facility reported a 79-year-old female in acute myocardial infarction/cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. Multiple attempts were made to cross the anastomosis with the impella 5.5. The nose cone continued to get stuck in the anastomosis. Attempts were made to lubricate the device, wire, graft, and to align the graft with the artery. Torque device was used to assist in crossing. All attempts were unsuccessful, and the case was aborted. There was no patient harm.